Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by a care giver that there was inadequate iodine in a minicap. The care giver stated that when the patient performs the initial drain, usually a little bit of the povidone iodine color drains out with the effluent to let the patient know that drain has started. The care giver indicated that no iodine color was observed during drain and the first fill cycle would start without the patient realizing that drain had completed. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.